Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was given an MRI with a device that was not considered MRI safe. The device was checked and was functioning normally and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).